Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending.

Event description:
Conference presentation 'short term outcome of gore vbx stent grafts compared to atrium icast stent grafts for fevar' (c. Deslarzes-dubuis, m.d.; kenneth tran, m.d.; benjamin colvard, m.d.; graeme mcfarland, m.d.; michael sgroi, m.d.; jason lee, m.d.; 2019 charing cross; stanford medicine - vascular & endovascular surgery) was reviewed. The presentation compares the gore® viabahn® vbx balloon expandable endoprosthesis (vbx) to the icast performance for renal stenting in fenestrated endovascular repair (fevar). The presentation identifies complications for the vbx cohort that included one stent stenosis in the right renal.